Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, provided pump reset information, and confirmed there was no recurrence of the malfunction code. The customer was instructed to continue using the pump and to call back if any malfunction code recurred. The caller acknowledged and understood the instructions.